Event description:
It was reported that implanted components were used after their "use by date" (ubd).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 4301-35, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013. Product type: lead: product ID 4301-35, serial# (B)(4), implanted: (B)(6) 2003, explanted: (B)(6) 2013. Product type: lead. (B)(4). (B)(6). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the patient¿s implantable neurostimulator (ins) battery depleted after 10 years of service last year but could not be tested "at the time". During the procedure to replace the ins, it was found that the lead components were fractured. The leads were replaced on (B)(6) 2013 and it was reported that the ins system now worked as required (¿problem solved¿). No patient injuries were reported and the outcome was noted as recovered without sequelae. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the lead, lot #pbp004332k, found no anomaly. Analysis of the lead, lot #pbp004336k, found the body cut through and segmented with no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.